Manufacturer narrative:
A supplemental report is being submitted for a correction. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 30-sep-2018/ serial#:(B)(6), UDI #: (B)(4), concomitant medical products. No, device evaluation anticipated, but not yet begun, mfg date: 30-sep-2016, yes, patient code(s): c3364, c26726, device code(s): c76126, results code(s): 3233, conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had an infection and suspected sepsis and the collapse may have been a septic episode. Blood cultures were positive for staphylococcus aureus and the patient received intravenous (IV) antibiotics. A computerized tomography (CT) scan showed collection around the outflow cannula. A gallium scan showed infection deep along driveline as well as anterior aspect of ventricular assist device (vad). The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-dec-2018, serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 16-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-dec-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 16-dec-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient collapsed at home and their batteries depleted. The controller was without power for approximately 35 minutes. An ambulance was called and when they arrived the patient was unresponsive. The batteries were changed and the controller restarted. It was also noted that the controller had several controller fault alarms and the batteries exhibited several inappropriate critical battery alarms. The controller and batteries remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump, controller and batteries were not returned for evaluation. Information provided by the site indicated that the patient had an infection and suspected sepsis and the collapse may have been a septic episode. Blood cultures were positive for staphylococcus aureus and the patient received intravenous (IV) antibiotics. A computerized tomography (CT) scan showed collection around the outflow cannula. A gallium scan showed infection deep along driveline as well as anterior aspect of ventricular assist device (vad). Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 1 5-minute interval. A review of the alarm file revealed forty-eight critical battery alarms involving (B)(6)and three controller fault alarms logged on 18-aug-2020 starting at 13:19:24. The critical battery alarms were the result of the patient al lowing the batteries to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one with 9% relative state of charge (rsoc) and (B)(6) was connected to power port two with 22% rsoc. Both batteries were then allowed to continue depleting. A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed a controller power up event on 18-aug-2020 at 16:15:45. The data point recorded before the power up event revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two; both batteries were allowed to deplete completely, resulting in a loss of power to the controller. A second power up event was then logged at 16:18:43. The data point recorded after the second loss of power revealed that a different was connected to power port and another battery was connected to power port two. The controller was without power for thirty-five minutes and forty-two seconds and two minutes and six seconds, respectively. The most likely root cause of the critical battery, controller fault alarms, and loss of power events can be attributed to the patient allowing batteries to depleting below 10%. The first controller power up can likely be attributed to the batteries recovering enough charger to start the controller again, but quickly depleting, ca using an additional loss of power. The second controller power up can be attributed the batteries being changed as reported in the event details. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: hw27678 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67, 22. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad was explanted and the patient received a heart transplant.